Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)") in a female patient who had essure (ess205) (batch no. 12238979) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" (seriousness criteria medically significant and intervention required) in (B)(6) 2003. The patient's past medical history included multigravida and parity 1 in (B)(6). Concomitant products included amlodipine since 2015 for blood pressure high and valaciclovir since 2015 for constipation. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced genital haemorrhage (seriousness criterion medically significant), sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("pain, lower abdomen pain with intercourse and for a few days after"). In 2008, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (she had surgery to remove the essure implant). At the time of the report, the pelvic pain, genital haemorrhage, sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain lower, vaginal discharge, gastrointestinal disorder and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, pelvic pain, sexual dysfunction and vaginal discharge to be related to essure (ess205). The reporter commented: I am considering removal of right essure coil. (Date not set). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2003: right tube non-patent; on (B)(6) 2004: intraversion of left tube. (B)(6) 2008, specimen - final diagnosis: portion of coiled metal wire typical of essure micro insert by gross. Gross description: the specimen is received in formalin and consists of a partially tightly coiled 15.3 x 0.1 cm metal wire. On (B)(6) 2003: essure confirmation test(s) conducted, specify hysterosalpingogram: the is patient had fallopian tube coils placed approximately 3 months ago. Contrast was injected and outlines a normal-appearing uterus. There is no uterine mass or contour detonnity. The right fallopian tube is obstructed with no contrast extending into the tube or extravasating from its end. The left tube does show contrast outlining and there is free spillage into the peritoneal cavity distally. This tube appears patent even though the coil is in place. Impression: bilateral fallopian tube coils noted. The right fallopian tube is non-patent. The left fallopian tube is patent with free spillage of contrast. On (B)(6) 2004: hysterosalpingogram impression: intravasation adjacent to the left tube and cornu. There is no spillage into the peritoneum to suggest incomplete tubal occlusion. Most recent follow-up information incorporated above includes: on 25-jan-2018: events added: apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, lower abdomen pain with intercourse and for a few days after, gastrointestinal or digestive system condition, hair loss. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)") in a 42-year-old female patient who had essure (ess205) (batch no. 12238979) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" (seriousness criteria medically significant and intervention required) on (B)(6) 2003. The patient's past medical history included multigravida and parity 1 in 1991. Concomitant products included amlodipine since 2015 for blood pressure high and valaciclovir since 2015 for constipation. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("pain, lower abdomen pain pain with intercourse and for a few days after"). In 2008, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and alopecia ("hair loss"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"). The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (she had surgery to remove the essure implant). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, vaginal discharge, irritable bowel syndrome and alopecia outcome was unknown and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, irritable bowel syndrome, pelvic pain and vaginal discharge to be related to essure (ess205). The reporter commented: I am considering removal of right essure coil. (Date not set). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2003: right tube non-patent; on 16-apr-2004: intravasion of left tube. (B)(6) 2008, specimen - final diagnosis: portion of coiled metal wire typical of essure micro insert by gross. Gross description: the specimen is received in formalin and consists of a partially tightly coiled 15.3 x 0.1 cm metal wire. (B)(6) 2003: essure confirmation test(s) conducted, specify hysterosalpingogram: the is patient had fallopian tube coils placed approximately 3 months ago. Contrast was injected and outlines a normal-appearing uterus. There is no uterine mass or contour detonnity. The right fallopian tube is obstructed with no contrast extending into the tube or extravasating from its end. The left tube does show contrast outlining and there is free spillage into the peritoneal cavity distally. This tube appears patent even though the coil is in place. Impression: bilateral fallopian tube coils noted. The right fallopian tube is non-patent. The left fallopian tube is patent with free spillage of contrast. (B)(6) 2004: hysterosalpingogram impression: intravasation adjacent to the left tube and cornu. There is no spillage into the peritoncum to suggest incomplete tubal occlusion. Most recent follow-up information incorporated above includes: on 13-apr-2018: pfs received: event updated to "irritable bowel syndrome" from "digestive system". Event start date was updated. Drug stop date was added. Event outcome added fro event abdominal pain lower. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)") in a 42-year-old female patient who had essure (ess205) (batch no. 12238979 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" (seriousness criteria medically significant and intervention required) on (B)(6) 2003. The patient's past medical history included multigravida and parity 1 in 1991. Concomitant products included amlodipine since 2015 for blood pressure high and valaciclovir since 2015 for constipation. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("pain, lower abdomen pain pain with intercourse and for a few days after"). In 2008, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and alopecia ("hair loss"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, vaginal discharge, irritable bowel syndrome and alopecia outcome was unknown and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, irritable bowel syndrome, pelvic pain and vaginal discharge to be related to essure (ess205). The reporter commented: I am considering removal of right essure coil. (Date not set) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2003: right tube non-patent; on (B)(6) 2004: intravasion of left tube. (B)(6) 2008, specimen - final diagnosis: portion of coiled metal wire typical of essure micro insert by gross. Gross description: the specimen is received in formalin and consists of a partially tightly coiled 15.3 x 0.1 cm metal wire. (B)(6) 2003: essure confirmation test(s) conducted, specify hysterosalpingogram: the is patient had fallopian tube coils placed approximately 3 months ago. Contrast was injected and outlines a normal-appearing uterus. There is no uterine mass or contour detonnity. The right fallopian tube is obstructed with no contrast extending into the tube or extravasating from its end. The left tube does show contrast outlining and there is free spillage into the peritoneal cavity distally. This tube appears patent even though the coil is in place. Impression: bilateral fallopian tube coils noted. The right fallopian tube is non-patent. The left fallopian tube is patent with free spillage of contrast. (B)(6) 2004: hysterosalpingogram impression: intravasation adjacent to the left tube and cornu. There is no spillage into the peritoncum to suggest incomplete tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality-safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure (ess205) inserted. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.